Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The pt alleged that the pump over delivered insulin. He reported that the pump indicated 8 units remaining when his blood glucose was 175 mg/dl and 1 hour later the pump indicated 1 unit remaining when his blood glucose was 130 mg/dl. The pt stated that at the time of the incident (between approx 7:00 pm and 8:00 pm) his basal rate was 1.0 unit/hour and he did not deliver any insulin via bolus. Review of the pump history by the pt indicated no bolus deliveries after 12:27 am on (B)(6) 2010 at which time 5 units were delivered. Total basal delivery for (B)(6) 2010 was recorded at 28.2 units around 8:00 pm. The pt noted that he uses 4 basal programs and switches between programs based on current blood glucose readings; he changed to a new basal program immediately prior to the alleged event.